Event description:
It was reported the ECG (electrocardiogram) cable only works if port on programmer is tilted up. It was also reported the fan is extremely loud and the printer does not always work. The programmer was returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported) ECG (electrocardiogram) connection issue; ECG connector found loose on the l em (link electronic module) printed circuit board assembly. Analysis also confirmed the reported fan issue; system fan was intermittently noisy. Analysis was unable to confirm the reported printer issue; able to print with internal printer and external printer and also able to save pdf (portable document format) files to usb (universal serial bus) drive. Rubber pad on lower case was damaged and the power cord cable insulation was separating from connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).